Event description:
It was further reported that 603 days post procedure, the subject presented with chest pain and shortness of breath and was hospitalized on the same day. Chest x-ray revealed evidence of congestive heart failure and interstitial edema. Admission ECG revealed sinus at "100 beats per minute with bigeminy". Cardiac enzymes were mildly elevated due to enzyme leak from congestive heart failure exacerbation with no evidence of myocardial infarction. Coronary angiography of the lcx revealed "subtotal stenosis of the proximal margin of the previously deployed stent" with a small "intraluminal thrombus" just distal to this lesion; 50-75% in-stent restenosis in 1st om. The in-stent restenosis of the previously deployed study stent and the "intraluminal thrombus" in the circumflex was treated with placement of a 3.00 x 20 mm promus drug-eluting stent extending from proximal lcx to 1st om. Following post dilatation, residual stenosis was 0%. Of note, post the deployment of the promus stent, the distal circumflex was seen to be jailed. Per source, no intervention was performed for the same and the site has been queried for further details.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2012 to (B)(6) 2012. (B)(4).

Event description:
(B)(4). Same case as MDR ID # 2134265-2012-04519. It was reported that post coronary stenting treatment procedure, angina occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina (braunwald classification: ib). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was a 90% stenosed de novo lesion located in the proximal left anterior descending artery. The lesion was 12 mm long with reference vessel diameter of 3.5 mm and treated with direct stent placement using a 3.50 x 16 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was a 90% stenosed de-novo lesion located the 1st obtuse marginal. The lesion was 12 mm long with reference vessel diameter of 3.0 mm and treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject was hospitalized was diagnosed with unstable angina. Three days later, the event was considered resolved without residual effects and the subject was discharged.